Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted due to degenerative arthritis of the left knee. The patella was resurfaced, and competitor cement x2 was utilized. There were no surgical or postoperative complications reported. Revision of the left knee due to pain, effusion, instability, and MRI identified loosening. Intraoperatively, femoral osteolysis and fibrous tissue was identified under the femoral component. Loosening of the tibial tray and femoral component at the cement to implant interface was confirmed. The surgeons note there was no cement attached to the tibial components at removal. The surgeons identified and excised soft tissue and bone overgrowth on the patellar component that was well-fixed and retained.. There was no reported product problem with the revised tibial insert. The procedure was completed without complications and the patient was revised with competitor products. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.